Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming no delivery alarms and in order for it work the infusion set had to be changed. Customer stated the alarm started occurring since (B)(6). Customer stated the alarm occurs during bolus. Unable to troubleshoot the device since it was a past event and customer had done a set change. Customer's blood glucose was unknown. No further information reported.